Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to complete troubleshooting for no delivery. Customer's blood glucose was 415 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit and alarmed no delivery. Customer states insulin did exit with plunger push and there was greater than normal resistance with plunger. Customer was advised that no delivery alarm was caused by infusion set and reservoir connection. Customer was also advised to change infusion set. No further info provided.